Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available due to hospital policy. Should additional information become available at later time it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during the course of surgery, three instruments malfunctioned. Dull drill, driver shaft and handle not ratcheting.